Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 01/2021) . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the top and bottom slides allegedly self-activated. Additionally, the device failed to obtain adequate samples. The device was not dry fired. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing. No other anomalies were noted. The investigation can be confirmed for cannula self activation, however, it is inconclusive for stylet self activation. The investigation is also inconclusive for the reported failure to obtain samples as functional evaluation could not be completed due to the identified self-activation. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a prostate biopsy, the top and bottom slides allegedly self-activated. Additionally, the device failed to obtain adequate samples. The device was not dry fired. The procedure was completed using another device. There was no reported patient injury.